Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Medical safety assessments: the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, autopulse platform stopped performing compressions after only 10 minutes with the second fully charged battery. The crew reverted to manual CPR immediately. During manual CPR, the 3rd battery was installed into the platform and compression was resumed without any delay until time of death communicated. Patient expired after a combination of mechanical and manual CPR. Deployment of the device or changing battery and restart compression can be performed quickly by trained users, the short interruption is similar to the time necessary for rescuer rotation. Therefore, battery exchange for autopulse presents the same workflow as manual CPR in which rescuers are rotated. Hence, the patients' outcome is not negatively impacted by the interruptions when compared to standard of care manual CPR. The cause of patient's death was likely to be cardiac arrest. Mortality of out-of-hospital cardiac arrest (ohca) is high. Survival to hospital discharge, after ems-treated non-traumatic cardiac arrest with any first recorded rhythm was (B)(4) for adults (aha statistical update 2013). In this event, death is attributed to ohca. Death is an expected outcome for ohca. Please see the following related MFR report: MFR # 3010617000-2018-00220 the 1st autopulse¿ li-ion battery ccr (B)(4), MFR # 3010617000-2018-00278 the 2nd autopulse¿ li-ion battery ccr (B)(4), MFR # 3010617000-2018-00279 the 3rd autopulse¿ li-ion battery ccr (B)(4).

Event description:
The patient that was experiencing cardiac arrest arrived at the (B)(6) hospital. Thrombolysis was administered upon arrival and at least 60 minutes of manual CPR were performed. The autopulse platform was deployed without any issues and compression were performed between 5-10 minutes and the first battery was completely discharged. A 2nd fully charged li-ion battery was installed and compression resumed without any delay. 10 minutes into the therapy, the platform powered off. The customer then immediately reverted to manual CPR and cath lab was called for 3rd battery. The platform was removed during pulse check under the supervision of the leading register and the 3rd li-ion battery was installed into the platform; however, the platform did not power up. The customer then inserted the 4th li-ion battery and compression was resumed without any delay until time of death communicated. The customer does not attribute the patient death to the use of the autopulse.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) powered off was confirmed through review of the platform archives and not during functional testing. It was attributed to the batteries and not the autopulse platform used during this event. The archive data revealed the failure may have been caused by the aging and the low capacity of three returned batteries from the customer. Analysis of the autopulse platform revealed no problems with the platform which may have contributed to the reported complaint. Following service, including replacement of the short black cover and the motor drive train, the platform passed all testing criteria. Visual inspection was performed and found that the short black cover was damaged. The physical damage found during visual inspection is considered unrelated to the reported event. The damage appear to have been caused by normal wear and tear. The autopulse platform is a reusable device and was manufactured on 8/7/2012. Based on the aging of the platform, the platform has exceeded its expected service life of 5 years. A review of the archive was performed and the reported complaint was confirmed. The archive data shows that all three returned li-ion batteries were fully charged at time of use in the autopulse platform. The first li-ion battery sn (B)(4) (mfg date: 03/2013) has a high voltage of 38v with remaining capacity (rc) of 1267 milliampere hour (mah). This battery ran for 22 minutes and performed 1667 compressions before resulting in low battery warning message with rc of 602mah. Due to the first battery was exhausted, the second battery was placed in without any issues. The second li-ion battery sn 10182 (mfg date: 03/2013) was used and has a high voltage of 37v with rc of 1289mah and ran until resulting in low battery warning message and ua1 (low battery/replace battery). The autopusle platform stopped performing compressions after only ten minutes with the second fully charged battery. The crew reverted to manual CPR immediately. During manual CPR, the third battery was installed into the platform and compression was resumed without any delay until time of death communicated. The third li-ion battery sn 10168 (mfg date: 03/2013) was used and has a high voltage of 37v with rc of 1302 mah. This battery ran for 18 minutes and performed 1399 compressions before resulting in low battery warning message with rc of 510 mah. Based on the aging of these batteries, they are 5 years old and were at end of their service life usage. The archive data also shows ua7 (discrepancy between load 1 and load 2 too large), ua2 (compression tracking error), ua45 (not at "home" position after power-on/restart), ua17 (max motor on time exceeded during active operation), and ua18 (max take-up revolutions exceeded) error messages to have also occurred on the reported event date. However, these error messages are unrelated to the reported complaint. User advisory 7 is an indication that load imbalance between left and right sides of the load plate. The load sensing system has detected a weight/load imbalance between the two load cells and it is likely caused by the patient is not properly centered or the patient has shifted. User advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. As the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. This advisory can happen when the patient or lifeband is out of position, or if the lifeband has been opened during active operation causing a decrease in load on the load cells as the drive shaft is rotating, or one side of the lifeband is twisted and became jammed in the roller/skirt area. User advisory 45 is an indication that the drive shaft is not at home position when the autopulse platform is powered on. This advisory can happen when the user did not pull up the lifeband before power on, or the lifeband was cut before it was properly removed, allowing the cut ends to unwind without the drive shaft being rotated, or lifeband installed when drive shaft was not at home position. User advisory 17 is an indication that the motor on for too long during active operation and the autopulse did not reach target depth within specification. User advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. During take-up, the drive shaft moved the lifeband past the maximum allowable take-up depth without detecting a patient. Functional testing was performed and the platform displayed ua17, unrelated to the reported complaint. The fault was found to be due to the defective brake of drive train motor. Patient expired after a combination of mechanical and manual CPR. Deployment of the device or changing battery and restart compression can be performed quickly by trained users, the short interruption is similar to the time necessary for rescuer rotation. Therefore, battery exchange for autopusle presents the same workflow as manual CPR in which rescuers are rotated. Hence, the patients' outcome is not negatively impacted by the interruption when compared to standard of care manual CPR. The cause of patient's death was likely to be cardiac arrest. Device history record (DHR) was reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse with serial number (B)(4). Ccr (B)(4) was reported on (B)(6) 2013. It was attributed to the batteries used during the event in which these batteries were not properly maintenance by the user, as they did not charge the batteries with the frequency instructed in the IFU. Please see the following related MFR reports: MFR # (B)(4) 1st autopulse li-ion battery sn (B)(4). MFR # (B)(4) 2nd autopulse li-ion battery sn (B)(4). MFR # (B)(4) 3rd autopulse li-ion battery sn (B)(4).